Manufacturer narrative:
Product 407652 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within one week post-implant, the right ventricular (rv) lead dislodged and pulled back into/near the atrium. The rv lead was sensing far-field p-waves and the patient was in atrial fibrillation (af). Consequently, the patient received an inappropriate shock. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.